Manufacturer narrative:
Olympus detected this issue during servicing and there was no reported customer product complaint or allegation, therefor there is no information of the customer reported date of event. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. However, during the inspection of the device, no image was found. There was no patient involvement.